Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the patient experienced inappropriate therapy due to a fracture of the right ventricular lead. The lead was oversensing and had abrupt changes in threshold and impedance outside of limits. The lead was turned off, and then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.